Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that batteries were draining quickly, a low battery alert, and also reported high blood glucose levels. The insulin pump had shut off while the customer was sleeping. The customer's blood glucose level was 400 mg/dl. The customer was shipped a replacement battery cap. Nothing was replaced or returned.